Event description:
It has been reported that anesthesiologist was unable to pass a 4mm flexible endoscope through the endobronchial tube. The tube was removed and an alternative tube was positioned. No impact to the pt.